Event description:
Operation: laparoscopic cholecystectomy, exploratory laparotomy. Complications: the pt became bradycardic, hypoxic and hypocarbic for approx 5 mins. The gallbladder was removed from the bed, it was brought out through the left upper quadrant and sac. The gallbladder bed was then visualized. There was some oozing from the gallbladder fossa. Subsequently the a.b.c. (Argon beam coagulator) was brought into the field. The liver was coagulated. The pressure on the abdomen was noted to reach 35 mmhg. This was decompressed within 20 - 30 secs. Approx one min following this, the pt's heart rate was noted to gradually drop to the 30's and a sinus bradycardia. The pt's pco2 was noted to go into single digits. The pt's pulse ox dropped quickly and then returned to the high 90's and then dropped repeatedly. The feeling was that the pt was having some embolic event. Subsequently the pt was placed in the trendelenburg position with the left side down. Within several mins, the pt's pressure, o2 sat and co2 returned to normal.